Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0205921960, implanted: (B)(6) 2012, product type: lead.

Event description:
Information received from the healthcare professional in a clinical study via a manufacturer representative reported a return of incontinence on (B)(6) 2015 especially on exertion. There was a report that the factors that may have led or contributed to the issue remains unknown. Actions/interventions taken was that drugs were administered and the issue was resolved at the time of the report. There was a report that it was not related to the lead. The event resolved on (B)(6) 2015 and the investigator assessed the event as not serious, not related to the procedure, and related to the stimulation. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional incontinence since 2008. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.